Manufacturer narrative:
(B)(4). The date of the event onset was reported as ¿about more than 50 days ago.¿ as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis event was manifested by diarrhea, vomiting, "belly ache, and cloudy, dirty, and yellow effluent." The cause of the peritonitis was unknown. The patient was hospitalized for the event. During hospitalization, the patient started treatment with unspecified intravenous antibiotics (doses, frequencies, and durations not reported) for peritonitis. On an unreported date, the patient was discharged from hospital and was transferred to hemodialysis. After treatment (date not specified) the patient recovered with sequelae. No additional information is available.